Manufacturer narrative:
(B)(4). D10: cat# 00620005222 lot# 60166545 shell porous with cluster holes 52 mm o.d. Cat# 00625006530 lot# 60162928 bone scr 6.5x30 self-tap. Cat# 00625006535 lot# 60177094 bone scr 6.5x35 self-tap. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred due to dislocation, instability, elevated metal ions, and altr. The left leg was found to be shorter. Tissue damage, as well as corrosion to the head and trunnion. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty. A definitive root cause cannot be determined. This report was previously reported under MFR 0001822565 -2024 -01515. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty performed. Subsequently the patient was revised approximately 20 years later due to recurrent dislocations, pain, instability, and adverse local tissue reaction. During the revision corrosion was noted and the trunnion was cleaned. Femoral stem and acetabular cup were found to be well fixed. The head, liner, and screws were replaced without complications. It was reported that no further information is available.